Event description:
The explanted device was returned to boston scientific for analysis.

Manufacturer narrative:
To date, the device has not been returned for analysis. Should additional information become available an amended report will be submitted.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator was noted to have a battery voltage of 2.54v in (B)(6) 2010. On (B)(6) 2010 the device declared end of life (eol) due to an unexpected charge time. In addition, the patient did not hear the device beep at eol. This device was included in the mid-life display of replacement indicators product update classified as a product advisory. The decision was made to surgically abandon the existing leads (no allegation of malfunction against the leads) and implant a new pacing system was implanted. No adverse patient effects were reported.